Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08mar2021.

Event description:
The biomed is reporting the esprit display is dim. The use is unable to see the screen, as it went black. The customer contacted product support and was advised that the problem may be with the cable back light extension. The customer reported that the unit was not in use on a patient. The customer reported removing the back light extension cable and reinstalling it to resolve the problem.